Manufacturer narrative:
Date of implant: (B)(6) 2017 (exact date is unknown). The results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
This report is in reference to a (B)(6) patient. It was reported the patient lost stimulation after experiencing a fall during (B)(6) 2018. An impedance check revealed high impedance on all contacts. In turn, the patient underwent surgical intervention. During the procedure, the patient's lead was tested again and high impedance remained present. As a result, the patient's lead was explanted and replaced. Surgical intervention addressed the patient's issue.